Manufacturer narrative:
In a review of the labeling it is a known complication that a patient's age, weight, or activity level would cause the surgeon to expect early failure of the system. As part of the preoperative assessment, the surgeon must ensure that no biological, biomechanical, or other factors exist that might adversely affect the surgery and/or postoperative period. Revisions or surgical interventions are a known complication found in joint replacements. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of glenoid loosening of the left shoulder joint devices is most likely due to the patient's underlying conditions to include previous shoulder maladies. This device is used for treatment, not diagnosis.

Event description:
It was reported from france about experienced glenoid loosening on the left shoulder with complaints of increased pain "since 6 months post-op". There is no indication or complaint that the devices malfunctioned. No additional information is provided. This is one of six products involved with the reported event and the associated manufacturer report numbers are 1038671-2016-00815, 1038671-2016-00816, 1038671-2016-00817, 1038671-2016-00818, 1038671-2016-00819 and 1038671-2017-00825.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, device specific information was not provided, precluding a review of the device history record.

Event description:
Index surgery (B)(6) 2016. Revision due to glenoid loosening. The case report form indicates the event is definitely not related to devices and definitely not related to procedure. This event report was received through clinical data collection activities.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, device specific information was not provided, precluding a review of the device history record. Engineering evaluation noted that the revision reported was likely the result of aseptic (non-infected) glenoid loosening.

Event description:
Index surgery: (B)(6) 2016. Revision due to aseptic glenoid loosening. The case report form indicates this event is definitely not related to devices or procedure. This event report was received through clinical data collection activities.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, device specific information was not provided, precluding a review of the device history record. Engineering evaluation noted that the revision reported was likely the result of aseptic (non-infected) glenoid loosening.

Event description:
Index surgery: (B)(6) 2016. Revision due to aseptic glenoid loosening. The case report form indicates this event is definitely not related to devices or procedure. This event report was received through clinical data collection activities.